Event description:
Patient prone on table at end of surgery. Staff had verified that table was locked correctly according to light. Patient still anesthesized. Bed unexpectedly tilted to right. Patient fell to floor, but was not injured. Legs still strapped in bed with safety strap. Biomed checked table after incident and bed would not lock or return to flat position. Table 180 lock was not illuminating but lock was locking . 180 switch adjusted. The plate which adjusted the switch had no way to secure itself properly. Human error could be caused by light not letting them know correctly if table can move. Table repaired and returned to service.